Event description:
It was reported by the rep that the er320 was used during an unknown procedure. It was reported by the rep that the surgeon found the er320 clip applier was not forming clips correctly. Some clips will be included with clip applier being sent in. The surgeon completed the case with another er320. There was no consequence to pt.